Event description:
Two medtronic mustang coronary guide wires were advanced side-by-side into a pt's left anterior descending (lad) coronary artery. Over one of these wires was advanced an arterial vascular engineering (ave) coronary dilatation catheter with a premounted stent. The physician inflated the balloon and deployed the stent, thereby trapping the other mustang guide wire between the stent and the artery wall. Upon withdrawal of this trapped guide wire, the flexible coil tip detached and remained ensnared in the stent. The pt underwent successful coronary artery bypass graft (CABG) surgery and was transferred to the critical care unit in fair condition.